Event description:
The healthcare professional reported that during a thrombectomy procedure, the 5mm x 33mm embotrap ii revascularization device (et007533 / 20l113av) could not be introduced into the concomitant trevo trak 21 microcatheter (stryker). A second embotrap ii device was used and it was successfully delivered via the same microcatheter. The procedure successfully completed without any patient adverse event or complication. The complaint device was returned for evaluation. During the microscopic inspection of the returned device, the inner channel was kinked and the outer cage was observed kinked. Based on the product analysis on (B)(6) 2021, this event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The initial reporter phone is not available / reported. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure, the 5mm x 33mm embotrap ii revascularization device (et007533 / 20l113av) could not be introduced into the concomitant trevo trak 21 microcatheter (stryker). A second embotrap ii device was used and it was successfully delivered via the same microcatheter. The procedure successfully completed without any patient adverse event or complication. The complaint device was returned for evaluation and analysis. The investigation was completed on (B)(6) 2021 and is documented below. Investigation: the 5mm x 33mm embotrap ii revascularization device was returned; the device was received loaded in the insertion tool and inside the packaging hoop. The tyvek pouch, instructions for use (IFU) and associated product packaging (i.e., unit carton) were not returned. No other components / ancillary devices were returned with the complaint device. Visual and tactile inspection of the insertion tool and of the proximal portion of the device (e.g., nitinol shaft) did not indicate any damage or deformation. The distal stent-like portion of the device was advanced out of the insertion tool prior to disinfection. The embotrap ii device advanced from the insertion tool without any force. Visual inspection of the distal end of the device (outer cage and inner channel components) indicated a kink at the proximal end of the device, just distal of the proximal bond on one of the outer cage proximal struts. The outer cage and inner channel components both exhibited evidence of deformation. No additional damage was observed. On visual inspection post-disinfection, under magnification, all markers were observed intact and undamaged on the returned embotrap ii device. Visual examination of the distal coil, proximal coil under magnification did not indicate any damage or any deformation. All adhesive bonds were observed to be properly formed and intact. On visual inspection of the outer cage of the embotrap ii device under magnification, there is evidence of a strut kink on one of the proximal struts of the outer cage. Visual inspection of the inner channel at the same location also indicated evidence of damage / deformation. The damage noted on the proximal strut is consistent with advancement of the device against resistance. Visual inspection of the remainder of the outer cage and inner channel of the stent-like assembly of the embotrap ii device under magnification indicated no evidence of damage or deformation. The returned embotrap ii device was retracted through a flared (0.0195-inch ID) polytetrafluoroethylene (ptfe) inspection tube without any force noted. The embotrap ii device exhibited no issues upon retraction or advancement. The ptfe insertion tool was dimensionally inspected and it was confirmed that both the inner diameter (ID) and outer diameter (od) are within specifications. The returned embotrap ii device was loaded into the insertion tool and was attempted to be inserted into a sample trevo pro microcatheter (stryker) using a standard rotating hemostasis valve (rhv) to confirm the issue reported in the complaint. The trevo pro microcatheter was flushed with water and the insertion tool was fully seated in the microcatheter hub at approximately 1-2mm from the microcatheter lumen; the returned embotrap ii device was advanced forward from the insertion tool with no noted resistance. The advancement of the returned device was smooth with normal force and the device could be successfully delivered through the extent of the trevo pro microcatheter and deployed. The testing procedure (device insertion, device delivery, and deployment) was repeated two (2) times. The returned embotrap ii device could be loaded and delivered through the extent of the microcatheter lumen without issue. The issue reported in the complaint could not be duplicated in the sample trevo pro microcatheter. A review of the device history records (DHR) confirms that there were no issues with the assembly of the lot 20l113av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Summary: the initial examination of the returned embotrap ii device identified deformation of the proximal struts (outer cage and inner channel). No further damage was noted at any other locations on the device. The visual inspection also indicates that the return embotrap ii device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e., kinked proximal struts of both outer cage and inner channel is consistent with attempted delivery into a microcatheter against significant resistance. The most probable causes of the failure to advance through the microcatheter are either: a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device (or a failure to maintain the insertion tool in a fully seated position whilst advancing the device). A temporary constriction in the proximal end of the microcatheter, likely to be located at the interface of the microcatheter hub and shaft. The returned embotrap ii device was successfully passed through a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. Device insertion and delivery assessments were performed using the return embotrap ii device and a trevo pro microcatheter. The returned embotrap ii device was advanced from the insertion tool into the lumen of the trevo pro microcatheter without resistance and could be fully advanced through the extent of the microcatheter lumen with expected force and deployed on the bench. Conclusion: the returned embotrap ii device exhibits key characteristics which are consistent with advancement of the device against significant resistance. A visual examination of the microcatheter used during this complaint was not possible as the microcatheter used during the procedure (trevo trak 21) was not returned for investigation. The most probable root cause(s) would be that either a localized, temporary constriction in the proximal end of the microcatheter existed that prevented delivery of the returned embotrap ii device (i.e., such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter) or the rhv seal was not fully tightened thereby allowing some slippage of the insertion tool in the rhv during device delivery. There is no indication that this complaint was as a result of a defect with the embotrap ii device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.